Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in a dependent patient the left ventricular lead exhibited high impedances. The patient would be monitored.